Manufacturer narrative:
Corrected data: e1 - phone number corrected from blank medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system was received with a valve loaded within the capsule. The device was received with the handle and capsule fully closed. A bend was observed to the proximal end of the capsule. The nosecone appears slightly bent. Delamination was observed over the nitinol reinforcing frame of the capsule. Bends were evident to the proximal end of the catheter shaft. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an infold noted. Kinks were evident to the proximal and distal end of inner member. An in-house valve could not be loaded due to the kinks on the inner member. No other deformation evident to the remainder of the device. The reported event of a misload could be confirmed through analysis. Continuation of d10. Product ID d-evolutfx-2329 (lot: 0013008930); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading process for a medtronic transcatheter aortic valve (evfxplus-29), significant tension was observed in the delivery catheter system (dcs). During fluoroscopic inspection of the loaded valve, a misload was detected, and the valve shape was found to be deformed and inhomogeneous in all areas. Subsequently, a new valve, dcs, and loading system were used for the procedure. The misload was not due to a new valve loader. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab loaded within the capsule of the delivery system. The galway rpa lab deployed the valve, during which an infold was observed. Following deployment, the valve was forwarded to the santa ana rpa lab. Upon receipt, the valve was received inside a heart valve return kit jar, fully submerged in cloudy 0.2% glutaraldehyde solution. The device was received in a crimped configuration, with the inflow aspect displaying a reniform (kidney-shape) appearance. As received, all leaflets were in a partially open position. Leaflets were stiff at receipt, resulting in incomplete coaptation. All leaflets appeared dehydrated and stiff. Wrinkling and deep creases were present across the leaflet and valve skirt surfaces, indicating that the valve had remained in a crimped or compressed configuration for a duration of time. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37°celsius) saline bath. Upon exposure, the frame expanded, and the reniform deformation resolved. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.